Manufacturer narrative:
Correction: g3 - date received by manufacturer - should have been (B)(6) 2023 instead of (B)(6) 2023.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: 05414734401715, batch: 3158114. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-03040. It was reported that patient experienced ineffective stimulation for left side coverage. No falls or trauma were reported. Surgical intervention was undertaken wherein the leads was explanted and replaced. Therapy restored post-op.